Event description:
It was reported that during pre-surgery, it was observed that the trigger of the small battery drive device was sticking. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the forward trigger was sticking. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear on components from normal use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.